Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent implant of scs system where physician noted no difficulties placing the lead. Post-op programming achieved appropriate coverage. After the patient went home the day of the implant, she noted a bilateral loss of sensation in both legs. The patient went to the emergency room, and the physician noted a motor and sensory loss of sensation. The implanting physician was called to explant the scs system. The physician found a platelet issue with the patient, but no hematoma was found. The patient¿s symptoms have been reportedly improving, but not resolved.

Event description:
Follow up information identified the patient was hospitalized for several days and then released to a rehab facility. The patient has regained sensation in both legs, and can walk aided. Patient is currently doing in-house physician therapy and is expected to continue therapy on an out-patient basis starting soon as she continues to gain strength and sensation.